Manufacturer narrative:
(B)(4). Date sent 7/16/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details for "the reload was misfired" 1.) It was mis fired while firing the reload. 2. Did the device staple? 2.) No, it didn¿t staple. 3. If the device stapled, was the staple line complete? 3.) No, the staple line was not completed. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 4.) No, as I mentioned it didn¿t. 5. Did the device cut? 5.) Yes, it cut. 6. If the device cut, was the cut line complete? 6.) Yes, the cut was complete. 7. Were the cut line and staple lines equal? 7.) No. 8. Was the device fired across a staple line? 8.) No. 9. Did the reload lock out and would not work? 9.) Yes, it was locked out and not worked. 10. Did the reload begin to staple and cut, but then jammed? 10.) Yes. 11. Did the device staple, but there was no cut line? 11.) No, it didn¿t staple, but there was cut line. 12. How was the procedure completed? 12.) Yes, it was completed while using suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure while firing the reload was misfired. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. D4: batch # 980a11. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number 980a11, and no non-conformances were identified.